Manufacturer narrative:
Pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. No unexpected replace battery alert, replace battery now alarm or low battery alert during testing. However, pump received with a high sleep current measurement, problem isolated to the pcb 1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed replace battery now. However, the customer received a low battery alert prior to the replace battery now alarm. The patient's blood glucose at the time of incident was 11.0 mmol/l. The battery was not previously used. The battery cap was not cracked, damaged or loose. Additionally, the customer was hospitalized on (B)(6) 2018 for diabetic ketoacidosis and blood glucose values in the 24 mmol/l and 25 mmol/l ranges. The customer experienced nausea, vomiting, and abdominal pain as symptoms of their hyperglycemia. They were treated via manual insulin injections. Troubleshooting was initiated for the high blood glucose. No site, set, or reservoir issues were identified. The reservoir was not returned for analysis. Unomedical set pump was received with a high sleep current measurement, problem isolated to the pcb 1.